Event description:
It was reported that during a proctosigmoidectomy procedure, the device cut but did not staple. There was need to close the rectus and perform a terminal proximal colostomy. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.